Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 064 call service alarm when attempting to perform the prime/fill cannula step. It was noted that the rewind, load, and prime steps were not able to be completed after changing both the infusion set and cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the pump¿s black box history showed evidence that cs (B)(4) call service alarms had occurred. The pump was exercised for 24 hours with no cs (B)(4) call service alarms occurring. The complaint that the pump was emitting cs (B)(4) call service alarms during the prime step was observed in the pump history but was not able to be duplicated during investigation.